Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician implanted an unknown size promus element stent in an unknown vessel. The physician believes that the stent became shorter than expected after placing it at the lesion area. It is unknown if intervention was required. No patient complications were reported and the patient¿s status is stable. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion being treated was located in the bifurcated non-tortuous, mildly calcified left anterior descending (lad) artery. The lesion and a secondary branch were predilated with a flextome cutting balloon. The lesion was again dilated with a non-bsc balloon. The physician implanted a 2.75x12mm promus element stent. The stent was well apposed and well expanded at the time of deployment. The physician post dilated the stent using the stent delivery balloon and noticed the stent had become approximately 1/3 shorter. Dilatation was performed again using a kissing balloon technique (stent delivery balloon and non-bsc balloon). An unknown stent was implanted overlapping the proximal portion of the 1st stent. The procedure time was 2 hours.